Event description:
The customer's family member reported that the customer was hospitalized for dka and family member wants to get the basal rate out of the pump. Troubleshooting was performed. The daily totals were reviewed and showed that for at least a full day there was no history of basal rates. Only boluses. In addition, the alarm history revealed an alarm. Also the family member mentioned that the customer might have some sort of an infection. Two days later, the doctor called back to get assistance on programming the time on the pump. It was indicated that the batteries on the pump were dead and all the programming was lost. Assisted the customer to reset the time, date, and basal rates.